Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer found the cause and confirmed the line conditioner was burnt/charred. Service replaced the line conditioner and that resolved the issue with burning smell. Instrument software version is 5.4. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a burning smell from unicel 600i synchron access clinical system. Customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment. Fire département was not notified.